Event description:
On 5/16/2022, it was reported by a facility representative via phone that an ar-1588btb-2j tightrope ii btb needle did not go through the tightrope. Everything was removed from the patient and a new tightrope ii btb was opened to complete the case. This was discovered during a knee scope, partial meniscectomy and acl reconstruction procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device; however, due to the device not being returned, we are unable to confirm the reported event.